Manufacturer narrative:
Device evaluated by MFR.: promus premier select ous mr 24 x 3.00mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified no damage. The stent was securely crimped between both markerbands. The stent outer diameter was measured by a snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified tip damage. The tip was stretched and damaged at its distal end. A visual and tactile examination of the hypotube shaft found multiple kinks. The device was received in two sections as a result of a break in the midshaft extrusion. The break was located at 115.5 cm distal to the distal end of the strain relief. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 24 x 3.00mm promus premier select drug-eluting stent was advanced but failed to cross the lesion and it was noticed that the stent was damaged due to calcification. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 24 x 3.00mm promus premier select drug-eluting stent was advanced but failed to cross the lesion and it was noticed that the stent was damaged due to calcification. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.